Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Device evaluation: no product was returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that resistance was felt when the preloaded toric intraocular lens (iol) was implanted; however, the feeling of resistance disappeared when the device was turned forward. A crack was found in the peripheral part of the lens under a microscope. Since the crack was not in the center of the lens, the iol was implanted as it was. The account also indicated that the lens was set with ophthalmic viscosurgical device (ovd) by the physician and the device was prepared before entering the operating room. The iol was implanted within 10 minutes after the preloaded device was prepared. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the ovd was introduced from the cartridge canopy and positioned horizontally. An adequate amount was utilized to fill the cartridge, and no ovd infiltrated the lens case. No additional information was provided.